Event description:
A medical professional confirmed silicone below right breast and throughout system. Rptr c/o: bladder: chronic infections, low blood pressure, neuropathy, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, dementia, atypical m-s, pain &/or burning sensation in chest/rib cage, inflammation, rapid deterioration of eyes, thyroid problems, chronic swelling, pain, and discoloration of extremities, low grade fever, chronic diarrhea &/or constipation, esophagitis, duodentitis &/or gastritis, irritable bowel syndrome, ulcers, infertility, hysterectomy, frequent migraines/severe headaches, hypersensitivity or allergies to chemicals, molds, dust or pollen, unusual chronic infections, inflammation, swelling, pain/arthralgia and rheumatoid arthritis, persistent stiffness of joints, chronic swollen lymph nodes under arms, muscle spasms, frozen shoulder, muscle pain & burning, muscle atrophy, myositis or polymyositis, rashes, sun sensitivity, severe itching, non-restorative sleep, chronic fatigue, clumsiness/drops things and misjudges distance/runs into objects. Also reports right breast numbness. Right implant has ruptured, left has gel bleed.